Event description:
This event occurred during off label use in the left atrium. The esi 3000 system and ec1000 catheter were being used to map a left atrial focal af. The ensite catheter and an ablation catheter were inserted into the left atrium transeptally. The balloon was inflated and landmark info was being collected. Then, the dr said the pt sat up. Shortly after, anesthesia noted a change in blood pressure and pco2. CPR was initiated, echo was called and a tamponade was confirmed. Pericardiocentesis was attempted, then the chest was opened subxyphoid. The pt was then sent to the operating room for surgical repair. Later that day, the pt was reported to be doing "ok" per the lab tech.